Event description:
The customer contacted ocd for the occurrence of analyzer condition codes on the vitros 5, 1 analyzer. During troubleshooting, the csc determined that the codes were associated with a misaligned white reference assembly in the microslide incubator. Ther was no report of patient harm as a result of this event. This report corresponds to ortho diagnostics inc. (B)(4).

Manufacturer narrative:
Investigation showed that the analyzer posted condition codes indicating reference reads were outside of acceptable limits. Quality control results for several assays were also unacceptable. Datalogger analysis indicated that the most likely cause was misalignment of one of the reference slides in the microslide incubator. Analysis also indicates that the root cause of the misalignment was most likely due to the customer attempting to address a mechanical issue in the microslide incubator.